Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the rv exposed coil kinked. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, upon testing the lead prior to implant, the physician noted that it took more rotations of the tool than expected to turn the lead. The right ventricular (rv) lead was introduced into the body via the cephalic vein, however after some difficulty positioning, the rv lead was removed from the body. Upon visual inspection, the physician noted that there appeared to be some damage to the rv coil. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).